Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted on (B)(6), 2011. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on february 4, 2022: on (B)(6) 2018, the patient presented with complaints of mixed incontinence. She had urge incontinence that began in 2011 (7 years ago as of an appointment in 2018) and she leaked urine when coughing, laughing, sneezing or when bearing down. Her symptoms got worse in 2017 and had to wear 2-3 protective pads per day. Furthermore, she reported having problems with emptying her bladder well. Her urinary stream would start and stop during voiding. Gu physical examination showed the following: moderate urethral hypermobility; moderate vaginal atrophy; moderate introital stenosis; possible mesh exposure on left side; and very tender midurethra. Assessment during the visit included: mixed incontinence; neuropathic bladder; pelvic and perineal pain; and erosion of implanted urethra mesh to surrounding organ or tissue, initial encounter. The plan at that time was to perform urethrolysis (depending on the state of scar tissue), removal of eroded mesh, possible placement of biological mesh and cystoscopy. On (B)(6), 2018, the patient presented with difficult urination and severe detrusor instability. On evaluation, it showed some erosion of the sling in the midline as well as evidence of obstruction by the very high voiding pressures as well as significant detrusor instability. She then underwent the following procedures for the treatment of obstructed eroded sling: 1. Removal of an obstructed eroded sling. 2. Urethrolysis. 3. Cystoscopy.

Manufacturer narrative:
Additional information: a2, a3, b5, e1 (below), h6: patient codes, and h6: impact codes block b3: date of event: date of event was approximated to (B)(6), 2011, implant date, as no event date was reported. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this complaint was reported by the patient's lawyer. The device was implanted at st. Vincent medical center, los angeles, ca by dr. (B)(6). Mesh removal (2018) was performed by (B)(6), md. Block h6: patient codes e2015, e2337, e1715, e2006, e2328, e1309 and e2330 capture the reportable events of vaginal atrophy, introital stenosis, scar tissue, mesh erosion/extrusion, obstructed mesh, urinary retention and pain. Impact codes f1901 and f1903 capture the reportable events of additional surgeries and mesh removal. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2011, implant date, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This complaint was reported by the patient's lawyer. The device was implanted at (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted on (B)(6) 2011. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.